Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. However the pump was received with operating currents within specification. The pump passed selftest and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Low battery alarms confirmed in the long trace history file due to resistance issue at a connector. After disconnecting and reconnecting the internal battery connector on the pump functioned properly. The insulin pump was received with cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump uses 2 batteries per week. The customer's blood glucose was unknown. The product was returned for analysis.